Manufacturer narrative:
D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, the cap of one tube was unable to be removed while on the analyzer resulting in damage to the sampling needle. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received no samples or photos for this complaint record. No batch number was reported for this complaint record, so the scope of this investigation was very limited. Due to an unknown batch number, the following could not be conducted: complaint history review, device history review, and retain sampling. The complaint for closure separation could not be confirmed for this investigation. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.

Event description:
It was reported while using bd vacutainer® sst¿, the cap of one tube was unable to be removed while on the analyzer resulting in damage to the sampling needle. No adverse impact was reported regarding the patient or user.